Event description:
Caller reported cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). There was no adverse impact to the customer's blood glucose level. Cts resolved the issue by sending a replacement pump, provided instructions for storage mode, and facilitated the return of the problematic pump using a return box and pre-paid label, with the caller to use mdi as backup therapy until the new pump with updated software is received.